Event description:
It was reported when using the bd vacutainer® nh 170 i.u. Blood collection tube there was foreign matter in the tube(s) biological and non-biological' the following information was provided by the initial reporter. The customer stated: "we have come across a tube in our inventory for pcn 368480 / lot 2116156 which seems to have a piece of broken glass within the tube, and the outer tube itself was not broken which is concerning."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrections have been made to the investigation updating the following investigation below. H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® nh 170 i.u. Blood collection tube there was foreign matter in the tube(s) biological and non-biological' the following information was provided by the initial reporter. The customer stated: "we have come across a tube in our inventory for pcn 368480 / lot 2116156 which seems to have a piece of broken glass within the tube, and the outer tube itself was not broken which is concerning.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® nh 170 i.u. Blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "we have come across a tube in our inventory for pcn 368480 / lot 2116156 which seems to have a piece of broken glass within the tube, and the outer tube itself was not broken which is concerning."